Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It was reported that the blue plastic handle cracked when the surgeon impacted the liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. The device shows broken blue plastic handle and also shows the sleeve is missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It is likely that the reported issue is due to normal wear during the instrument field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.